Event description:
Customer stated he felt shaky and took some glucose. Paramedics arrived and tested customer's blood glucose on their meter. Customer also ran a test on his contour next link. The readings differed by approximately100mg/dl. Specific readings were not provided. The paramedics did not administer treatment to the customer, and left an hour later. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer does not have any of the strips left. New strips were sent